Event description:
It was reported that following a pulsed field ablation (pfa) procedure the patient experienced, diarrhea, middle abdominal pain, bilateral ear pain, dizziness, mucus in stool, weakness, acute kidney injury, leukocytosis, thrombocytopenia, atypical pneumonia, bilateral pulmonary infiltrates, enterocolitis secondary to salmonella and a small bowel obstruction. Following a procedure where a farawave 2.0 nav cath 31mm catheter was selected for use, the patient initially presented to urgent care on (B)(6) 2026 with complaints of diarrhea, mid abdominal pain, bilateral ear pain, and dizziness. The patient was instructed to manage symptoms with a bland diet and oral fluids. The patient returned to urgent care on (B)(6) 2026 with worsening symptoms, including mucus in stool, concerns for dehydration, and weakness. X rays and laboratory tests were ordered. Due to clinical deterioration, the patient was transferred to the hospital and admitted the same day for management of acute kidney injury, leukocytosis, and thrombocytopenia. Intravenous lactated ringer's was initiated at 75 cc per hour, along with azithromycin. On (B)(6) 2026, nephrology was consulted for no oliguric acute kidney injury. Documented diagnoses included aki, enterocolitis secondary to salmonella, and thrombocytopenia. On (B)(6) 2026, the patient continued to experience diarrhea, although renal function showed improvement. On (B)(6) 2026, ampicillin was initiated. On (B)(6) 2026, the patient was started on unasyn and azithromycin for atypical pneumonia following a chest CT demonstrating bilateral pulmonary infiltrates. On (B)(6) 2026, the patient reported abdominal discomfort. CT of the abdomen and pelvis revealed a small bowel obstruction. The patient was placed on npo status with bowel rest, and a nasogastric tube was inserted to low suction. General surgery was consulted for further evaluation. A gastrografin study was completed, and the bowel obstruction subsequently resolved. On (B)(6) 2026, the patient's diet was advanced from npo, and antibiotics were continued for pneumonia. The patient was discharged home on (B)(6) 2026. At a follow up visit with the primary care provider on (B)(6) 2026, the patient continued to experience pneumonia symptoms, nausea, epigastric pain, and weakness. Chest and abdominal x rays, laboratory tests, physical therapy, urinalysis, and urine culture were ordered. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed. The patient was reported to have fully recovered on (B)(6) 2026.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure the patient experienced, diarrhea, middle abdominal pain, bilateral ear pain, dizziness, mucus in stool, weakness, acute kidney injury, leukocytosis, thrombocytopenia, atypical pneumonia, bilateral pulmonary infiltrates, enterocolitis secondary to salmonella and a small bowel obstruction. Following a procedure where a farawave 2.0 nav cath 31mm catheter was selected for use, the patient initially presented to urgent care on (B)(6) 2026 with complaints of diarrhea, mid abdominal pain, bilateral ear pain, and dizziness. The patient was instructed to manage symptoms with a bland diet and oral fluids. The patient returned to urgent care on (B)(6) 2026 with worsening symptoms, including mucus in stool, concerns for dehydration, and weakness. X rays and laboratory tests were ordered. Due to clinical deterioration, the patient was transferred to the hospital and admitted the same day for management of acute kidney injury, leukocytosis, and thrombocytopenia. Intravenous lactated ringer's was initiated at 75 cc per hour, along with azithromycin. On (B)(6) 2026, nephrology was consulted for no oliguric acute kidney injury. Documented diagnoses included aki, enterocolitis secondary to salmonella, and thrombocytopenia. On (B)(6) 2026, the patient continued to experience diarrhea, although renal function showed improvement. On (B)(6) 2026, ampicillin was initiated. On (B)(6) 2026, the patient was started on unasyn and azithromycin for atypical pneumonia following a chest CT demonstrating bilateral pulmonary infiltrates. On (B)(6) 2026, the patient reported abdominal discomfort. CT of the abdomen and pelvis revealed a small bowel obstruction. The patient was placed on npo status with bowel rest, and a nasogastric tube was inserted to low suction. General surgery was consulted for further evaluation. A gastrografin study was completed, and the bowel obstruction subsequently resolved. On (B)(6) 2026, the patient's diet was advanced from npo, and antibiotics were continued for pneumonia. The patient was discharged home on (B)(6) 2026. At a follow up visit with the primary care provider on (B)(6) 2026, the patient continued to experience pneumonia symptoms, nausea, epigastric pain, and weakness. Chest and abdominal x rays, laboratory tests, physical therapy, urinalysis, and urine culture were ordered. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device would not return for analysis as it was discarded by the facility when the procedure was completed. No technical investigation was able to be performed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the patient complications encountered were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition based on the clinical information provided. The reported symptoms are consistent with an infection. The patient was diagnosed with enterocolitis secondary to salmonella, which explains the gastrointestinal symptoms, dehydration, and subsequent systemic and renal complications. The patient also developed pneumonia during hospitalization, which is recognized as a potential secondary complication in patients with acute illness and hospitalization. Based on the available information, there is no evidence to suggest that the farawave device or the ablation procedure caused or contributed to the reported events.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure the patient experienced, diarrhea, middle abdominal pain, bilateral ear pain, dizziness, mucus in stool, weakness, acute kidney injury, leukocytosis, thrombocytopenia, atypical pneumonia, bilateral pulmonary infiltrates, enterocolitis secondary to salmonella and a small bowel obstruction. Following a procedure where a farawave 2.0 nav cath 31 mm catheter was selected for use, the patient initially presented to urgent care on (B)(6) 2026 with complaints of diarrhea, mid abdominal pain, bilateral ear pain, and dizziness. The patient was instructed to manage symptoms with a bland diet and oral fluids. The patient returned to urgent care on (B)(6) 2026 with worsening symptoms, including mucus in stool, concerns for dehydration, and weakness. X rays and laboratory tests were ordered. Due to clinical deterioration, the patient was transferred to the hospital and admitted the same day for management of acute kidney injury, leukocytosis, and thrombocytopenia. Intravenous lactated ringer's was initiated at 75 cc per hour, along with azithromycin. On (B)(6) 2026, nephrology was consulted for no oliguric acute kidney injury. Documented diagnoses included aki, enterocolitis secondary to salmonella, and thrombocytopenia. On (B)(6) 2026, the patient continued to experience diarrhea, although renal function showed improvement. On (B)(6) 2026, ampicillin was initiated. On (B)(6) 2026, the patient was started on unasyn and azithromycin for atypical pneumonia following a chest CT demonstrating bilateral pulmonary infiltrates. On (B)(6) 2026, the patient reported abdominal discomfort. CT of the abdomen and pelvis revealed a small bowel obstruction. The patient was placed on npo status with bowel rest, and a nasogastric tube was inserted to low suction. General surgery was consulted for further evaluation. A gastrografin study was completed, and the bowel obstruction subsequently resolved. On (B)(6) 2026, the patient's diet was advanced from npo, and antibiotics were continued for pneumonia. The patient was discharged home on (B)(6) 2026. At a follow up visit with the primary care provider on (B)(6) 2026, the patient continued to experience pneumonia symptoms, nausea, epigastric pain, and weakness. Chest and abdominal x rays, laboratory tests, physical therapy, urinalysis, and urine culture were ordered. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed. The patient was reported to have fully recovered on (B)(6) 2026.